Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Lawyer filed report.

Event description:
Additionally reported that the plaintiff allegedly experienced emotional distress and a product problem. It was also reported that the plaintiff died. The cause of death was reported as gastrointestinal bleeding, organic heart disease and chronic pulmonary disease.